Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation regarding the corrosion in the forceps channel port and the distal end, the cause was traced to a component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion in the forceps channel port and the distal end was observed. There was no patient involvement.